Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received will be submitted on a supplemental report. Device remains implanted.

Event description:
It is reported, pt received a letter regarding the recall. The pt reports that they occasionally have an aching lateral pain in the leg and extends into the lower part of the buttocks. The pt sometimes has trouble going up steps and can not put full weight on the leg due to weakness in the right hip and thigh. The pt had bilateral hip implants. The left hip is not part of the recall and is asymptomatic. The pt is scheduled for an MRI and blood labs.